Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec reached out to the authorized service provider (asp) who reported the issue, asking if the device will be returned to ventec for evaluation. The asp stated that the device will not be returned at this time. In the event that the device is received for an evaluation, or additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.